Event description:
Received info regarding a cartridge alarms 19 during basal delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.